Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a bloody leak under the coulter lh 750 hematology analyzer. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed the leak and replaced the needle and tubing in sample access reservoir. The fse verified the repairs were performed per established procedures. The fse verified the results met published performance specifications.

Manufacturer narrative:
(B)(4).